Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-36702. It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular and right atrial lead were sensing noise leading to inappropriate mode switches. No intervention was performed. The patient experienced no symptoms related to this event.